Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during initiation of treatment, a blood leak occurred. The leak was visually observed on the 'arterial side.' Estimated blood loss was reported as 'no.' The pt had no adverse effects and no medical intervention was required. The pt did not complete treatment. The sample is available for the manufacturer's eval.